Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was experiencing low blood glucose. Customer's blood glucose was 35 mg/dl. Customer stated that she has been off the insulin pump for 5 months now however the lows have been occurring since she started the insulin pump. Troubleshooting was not completed. Customer requested for insulin pump replacement. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.